Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had called, stating that their pump had been beeping, so they had powered down the pump. The pump had been powered on, and an attempt had been made to restart the pump, but a no disposable alarm had occurred. The pump had been powered back down, and the patient had been instructed to clamp the tubing closest to the port. The cassette had been unable to be removed as the patient had stated, "it is all taped up." The patient had been instructed to gently tap the cassette while it was still attached to the pump. An attempt had been made again to restart, but no disposable alarm had persisted. The patient had been instructed to power down the pump and contact the clinic for further instruction. The reservoir volume had been 19.9 ml, the rate had been 5.2 ml/hr, and the volume given had been 220.15 ml. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.